Event description:
It was reported by the end user that the swivel wheels locked and she fell, hurting her hip. She was in the hospital overnight for observation. No serious injury resulted.

Manufacturer narrative:
It was reported that the end user was ambulating with the walker and stated the wheels did not swivel as they should. Apparently they locked and the end user fell forward and over the walker. She was taken to the hospital and spent one night for observation. There were no fractures and no serious injury was reported. The end user was reported to be doing fine. The wheels were evaluated and both swiveled by hand two full rotations of 360 degrees each, both clockwise and counter clockwise. Also compared the returned product against a unit from inventory. Both were mounted on a walker and were able to roll and turn with no problems and according to established specifications. No serious injury resulted from this incident. However, due to the reported overnight stay in the hospital, this MDR is being filed.